Event description:
On (B)(6) 2022, an amazon customer citing the good and the bad of the product, commenting that it was false negative: the positives: the test kits are so easy to use in comparison to other home tests. Everything is labeled well, the instructions are easy to read and colorful, there are tube holders for the little solution tubes. It doesn't require an app, despite what other reviewers said-you are able to read it manually. The negatives: the packaging says that this test can't be used in children under 14. It seems that it is because the swab is so tiny that it could go too far back in a child's sinuses. Most importantly though, this test isn't accurate. The customer got a strong positive for his/her daughter on a different at home test (orange and white box), and this one was clearly negative. Due to unclear results, they immediately took her for a pcr which was indeed positive. It appears other recent reviews say the same thing, so they don't know if it might be a faulty batch or if there's a strain going around that this test cannot detect. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as pcr test results and product information (lot #, expiration date, etc.).